Manufacturer narrative:
Continuation of medical devices: 4076 lead implanted (B)(6) 2013 product event summary : the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pauses were observed on a holter electrocardiogram (ECG). It was noted the right atrial (ra) lead exhibited undersensing and the right ventricular (rv) lead had oversensing with a possible fracture. The sensitivity and pacing polarity were reprogrammed and the leads remain in use. No patient complications have been reported as a result of this event.